Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event and the customer was performing the diagnosis procedure and the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, fse found that the firmware of the pdu (power distribution unit) was lost, which did not allow the system to boot. The fuse in pdu needs to be replaced. Fse did software reloading, reconfiguration, backup restoration, and network connection verification, which resolved the issue temporarily, but the issue reoccurred and to resolve the issue permanently, fse replaced the pdu control module along with the fuse. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.